Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3.1 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results: catheter rupture.

Event description:
Treatment of an avm. After approximately 25 minutes on onyx injection, it was reported that the catheter ruptured at 3cm from the distal tip. No pt injury reported. Same event as MDR# 2029214-2009-00179.